Manufacturer narrative:
The pump was received with a frozen display and a constant tone due to a faulty component on the mother board. The pump was received with a cracked case at the display window corners, lcd window and battery tube threads, as well as a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a constant tone. Customer's blood glucose was unknown. Customer had reset the device. Device was frozen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.